Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; bg level and cause was not known. Customer was admitted into the emergency room. Reportedly, two continuous glucose monitor sensors were inserted on customer simultaneously. Customer acknowledged pump functioned as intended. Customer declined to provide further information.